Event description:
Customer reported a blank monitor screen during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor and video cable. System operates as intended.